Event description:
(B)(4). Initial information was reported by a physician to a company sales representative on (B)(6) 2009: a female patient, age not specified, received injections of poly-l-lactic acid (sculptra), (lot number/expiration date not provided) on (B)(6) 2008. The physician reported that he injected a patient's face with poly-l-lactic acid on (B)(6) 2008, and on (B)(6) 2009, the patient came back to the physician's office, and the patient's face was still swollen. The report stated that the physician wanted information on how to treat a patient who continues to have swelling around the injection site for more than a month after the injections. The physician prescribed a methylprednisolone (medrol dosepak). No further medical information was reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Addendum for call from (B)(4) to physician's office for additional information on (B)(4) 2009: no new medical information was available at the time of call.